Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a successful cataract plus trabecular micro bypass stent system procedure, the patient¿s iris appeared to be coming up over the implants and adhering. The surgeon also reported that the iop was a ¿little higher¿ than preferred. The surgeon conferred with glaukos medical monitor who reported that the iop appeared to be settling down and suspected steroid response. Different iop treatment options and patient monitoring options were discussed based on the patient condition. In addition, treatment options regarding the formation of pas bands were discussed based on if the stents ostium was visible or not.

Manufacturer narrative:
A review of the device labeling was completed. Stent obstruction and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following additional information. The patient underwent uneventful left eye cataract plus stent procedure. Per surgeon, normal postop inflammation caused peripheral anterior synechia (pas). The stent occlusion was described as complete and the surgeon attempted to treat the occlusion with the argon laser iridoplasty, however was unsuccessful. According to the surgeon, hyphema mainly contributed to iop increase, and noted bleeding was mild at the time of surgery. The patient''s iop was reported as back to normal with continuous glaucoma medication. The stent remains occluded.